Manufacturer narrative:
The zio at device was returned to irhythm, and the clinical data was downloaded. A review of the clinical data found that the patient prescribed the zio at device for a 14-day wear period. The investigation identified that the gateway experienced multiple cell module power-off events shortly after activation on day 0, followed by an unrecoverable error on day 1. As a result, the gateway stopped transmitting data. Irhythm became aware of the arrhythmia while preparing the final report and notified the hcp on day 17. This event is being reported per 21cfr 803 as a product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation revealed that the gateway recorded an unrecoverable error and stopped transmitting data. The healthcare provider (hcp) was notified of the patient's arrhythmia via final report. No adverse events, such as death or serious injury, are known to have occurred.